Event description:
The customer reported the unit is not coming on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cb1 circuit breaker and ac plug connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.